Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler, did not pipette the correct amount of sample or diluent into well position a7 and did not give an error message. A field svc engineer was dispatched. No death or serious injury was associated with this event.